Event description:
Pt reported that their one touch ultra test strips were damaged. This issue was not resolved with troubleshooting. There was no adverse event reported. Pt was cleaning the meter incorrectly. No further clinical info was provided.